Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that a portion of this right ventricular (rv) lead was surgically abandoned. Two implantable leads of the same model were attempted on this revision procedure. No additional adverse patient effects were reported outside the revision procedure.